Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced chronic pain and dyspareunia. According to the physician's office, the patient has not been seen since a follow up appointment in 2010. At which time, the patient did not present with any problems. All other information is unknown and unavailable.